Manufacturer narrative:
The device directions for use (dfu) warns: "before a guidewire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guidewire damage. Do not torque a guidewire without observing corresponding movement of the distal guidewire tip; otherwise, guidewire damage, such as tip separation, and/or vessel trauma may occur." As well, the dfu precautions: "confirm the compatability of the guidewire with the microcatheter before use. The wire should move freely within the catheter."

Event description:
It was reported that during a coil embolization procedure, the physician "noticed the coating shredding off the guidewire while introducing it through the microcatheter". This occurred at introduction, outside of the patient. The procedure was completed with another device of the same type. The patient did not suffer any harm or injury resulting from the reported device issue.